Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in the cardiovascular operating room (cvo) a physician was inserting an intra-aortic balloon (iab). The iab could not be advanced through the super arrow-flex (saf) sheath. There was no reported patient death or injuries. No medical/surgical intervention was required. There was a 15 minute delay in therapy, but no complications as the catheter was removed and replaced with a new one. The patient condition was listed as stable. Additional information received on 9/9/2010 from the sales representative stated that they did not change insertion site, just opened new a catheter.